Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump control unit had a black display. The pump was controlled through the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that there was no display on the centrifugal controller indicating the customer display board to be defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
During a cardiopulmonary bypass procedure (cpb) on (B)(6) 2018, the local display on the centrifugal control module went blank. The clinical team was able to read the flow value on the central control monitor (ccm) monitor, along with being able to alter the flow if needed from the local control knob and the ccm slide control. The team did not exchange the module until after the procedure finished. There was no harm or blood loss associated with the event. The surgical procedure proceeded without concern.